Event description:
On (B) (6), 2010, the lay user/patient¿s visiting nurse contacted lifescan (lfs) alleging that the patient¿s onetouch meter was reading inaccurately. The medical surveillance specialist (mss) reviewed the call between the reporter and the technical service representative (tsr) to obtain and verify information. The reporter alleged that the issue began on an unknown date and time in either (B) (6) or (B) (6) 2010. Per the reporter, the date, time, and blood glucose results with the subject meter did not correlate with the patient¿s logbook recordings. Per the reporter, the patient manages his diabetes with insulin (sliding scale) based on the result with the subject meter; however, it is not known what action, if any, the patient took regarding his diabetes management as a result of the alleged issue. The reporter denied that the patient tested his blood glucose with another device. As a result of the alleged meter issue, the reporter claimed that the patient developed unspecified symptoms of ¿hypoglycemia and hyperglycemia¿. It is not known how much time elapsed from the start of the alleged issue to the start of the reported symptoms. It is also not known what treatment, if any, the patient received as a result of the reported issue. At the time of troubleshooting, the tsr noted that the date and time in the subject meter were incorrect. The tsr noted that the reporter did not have the meter, test strips, or control solution at the time of the call. In addition, the tsr noted that the reporter was unable to confirm what type of meter the patient was using. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that he developed symptoms that can be associated with a serious injury after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.